Manufacturer narrative:
Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 11jul2014. The review was performed from the date of manufacture to the present date (B)(6) 2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had occlusion fluid error persistent despite function testing device on multiple docking stations. There was no reported patient involvement.

Event description:
It was reported that there was an issue with occlusion - the unit was alarming 'check IV set' error when connected to the pcu. There was no reported patient involvement.

Manufacturer narrative:
Describe event or problem and unique identifier (UDI) # fields are updated.

Manufacturer narrative:
Date received by manufacturer, imdrf annex a, b, c, d and g fields are updated.

Event description:
It was reported that the device had occlusion fluid error persistent despite function testing device on multiple docking stations. There was no reported patient involvement.